Event description:
It was reported that metallosis at juncture of the modular neck to stem on rejuvenate implant.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should add¿l info become available, the evaluation summary will be submitted in a supplemental report.